Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have miscalculated the amount of carbohydrates when delivering a bolus. The customer's blood glucose was 428 mg/dl. Reportedly, the customer delivered a correction bolus to resolve blood glucose.